Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd eclipse¿ safety needle with bd luer-loktm syringe, it leaked between the thread of the syringe and the needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: 50 pcs representative samples were received and 30 pcs were subjected to leak test. All the samples passed the test. Our quality engineer inspected the returned units and could not identify any manufacturing related defects. As a result, the root cause of the reported issue could not be determined. A device history record review showed no abnormality during production that could have influenced the issue. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.